Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the equistream split tip. Prior to the placement procedure, the product was allegedly found to have packaging issues while it remained unopened. It was further reported that the outer packaging was damaged. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of outer packaging. The tyvek packaging was noted to be deformed. Manufacturing review was performed and it depicts partial view of the outer packaging revealed no unsealed areas, no damage observed. A closer view at the inside of the packaging showed that the inner tray appeared to be deformed and verified. Therefore, the investigation is confirmed for the reported packaging issue and identified deformation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the equistream split tip. Prior to the placement procedure, the product was allegedly found to have packaging issues while it remained unopened. It was further reported that the outer packaging was damaged. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed equistream hemodialysis catheter were returned for evaluation. Along with returned sample one photo was provided for review. Visual evaluations were performed. The complaint sample noted to be deformed. The inner product package was noted to be damaged throughout the borders. Slight seal transfer was noted on the tyvek label due to deformation. As per additional evaluation no break was noted on the product package. Deformation was noted in photo review. Manufacturing review was performed and it depicts partial view of the outer packaging revealed no unsealed areas, no damage observed. A closer view at the inside of the packaging showed that the inner tray appeared to be deformed and verified. Therefore, the investigation is confirmed for the reported packaging issue and identified deformation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a dialysis catheter placement procedure using the equistream split tip. Prior to the placement procedure, the product was allegedly found to have packaging issues while it remained unopened. It was further reported that the outer packaging was damaged. There was no patient contact.